Manufacturer narrative:
Submit date: 3/1/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that they received complaint from their customer regarding broken hub: nurse was injecting xeplion 150 mg and had checked that the syringe and the needle were properly attached to each other. However, when injecting the medicine, some medicine leaked out from the junction of the syringe and the needle.